Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the consumer obtained a clean needle stick from the uncovered, bd micro fine plus¿ pen needle still sealed in the polybag.

Manufacturer narrative:
One sealed 31g x 8mm pen needle sample and one photo were returned from lot. No. 8015834, cat. (B)(4). Visual examination of the returned sample and photo was carried out and it was observed that an extra needle without a cover, shield or teardrop label was present in the polybag. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. This issue occurred due to a loose part on the machine¿s pallet which fell into the good product chute. The chute has since been raised higher than the pallet so no loose parts can fall into the chute.

Event description:
It was reported that the consumer obtained a clean needle stick from the uncovered, bd micro fine plus pen needle still sealed in the polybag.